Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about summer of 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about summer of 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and disassociation involving an unknown metal head was reported. The event of disassociation was confirmed. Abnormal ion level was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty on (B)(6) 2007 since I was able to review the operation report. I can also confirm that the patient had a revision on (B)(6) 2020 since I was able to see that operation report as well. I can also confirm the head neck disassociation since I was able to see an x-ray demonstrating this. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, trunnion deformity and elevated metal ion levels are multifactorial. These include surgical technique factors especially in the way that the femoral head and femoral trunnion are prepared for insertion, the patient's lifestyle, activity level and bmi, as well as implant factors. The med review addendum indicated "confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty on (B)(6) 2007 since I was able to review the operation report. I can also confirm that the patient had a revision on (B)(6) 2020 since I was able to see that operation report as well. I can also confirm the head neck disassociation since I was able to see an x-ray demonstrating this. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, trunnion deformity and elevated metal ion levels are multifactorial. These include surgical technique factors especially in the way that the femoral head and femoral trunnion are prepared for insertion, the patient's lifestyle, activity level and bmi, as well as implant factors. The additional information provided to me on (B)(6), does not change my confirmations or root cause analysis." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty on (B)(6) 2007 since I was able to review the operation report. I can also confirm that the patient had a revision on (B)(6) 2020 since I was able to see that operation report as well. I can also confirm the head neck disassociation since I was able to see an x-ray demonstrating this. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of head neck disassociation, trunnion deformity and elevated metal ion levels are multifactorial. These include surgical technique factors especially in the way that the femoral head and femoral trunnion are prepared for insertion, the patient's lifestyle, activity level and bmi, as well as implant factors. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.